Manufacturer narrative:
Based on the claim against the product by the customer noting broken part, an investigation is completed to determine the cause of this reported event. Intuitive has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of a broken instrument hook to be related to the customer reported complaint. The instrument was found to have a portion of the hook assembly missing. A section that holds the hook assembly in the distal clevis was missing. The missing piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the surgeon noticed a part of the permanent cautery hook instrument broke, the surgeon removed the instrument and replaced it with another instrument. The procedure was completed with no reported patient injury.